Event description:
It was reported that a brady alarm failed to alarm for room ch20 [ch3220]. The patient expired.

Manufacturer narrative:
This supplemental report is submitted with reference to mfg report (B)(4).